Event description:
Trocar & sleeve inserted into the eye; could not pull trocar out; described as "felt like there was narrowing of the sleeve" and the sleeve would not come out; surgeon had to tug to get it out. Outcome unknown at this time.